Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the finishing stylet could not be removed. Removal attempts caused the terminal pin to detach and pull the cable conductor inside out. The lead was removed and replaced with no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece with the stylet stuck inside the lead. The damage found was sustained during the surgical procedure. The lead was otherwise normal.